Event description:
Three implants were placed in class ii bone during routine surgery in sites #18, #19, and #20. The implants were removed within 3 months following a post-op infection.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implant is below the expected failure rate for this procedure as published in the scientific literature.